Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 4 months after the dental implants was installed in intraoral region #3 it was verified its non osseointegration. 30 ncm of primary stability was achieved and immediate load was performed. Patient had low bone quality (bone type IV). The implant was carried out immediately.